Manufacturer narrative:
(B)(4). The reported issue of hc displaying 64 cycles was not confirmed. The cause was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) to report a home choice (hc) showing an increased number of cycles during use during fill. The hp reported the hc was showing 64 cycles. The baxter technical representative (tsr) referred the home patient (hp) to the registered nurse(rn) to review the program. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A swap of the device was not done, so no sample is available. A follow-up MDR will be submitted if additional information is obtained.